Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was since monday the pts recharger was not working. The pt was having trouble when recharging their implantable neurostimulator (ins) and on monday it was not connecting so they put pressure on the recharger (insr) antenna to make it work. The pt was able to charge it half way and their hand got tired. When they got it working it was not showing any errors. Now it was not doing anything for the display was not showing anything, pt noted the programmer just popped up with a battery alert on monday that its time to recharge the ins. During call pt verified on the programmer that the ins was empty. Pt noted that there was a water spill on their surge proctors at home that was adjacent to their insr but the cord was not plugged into it and they did not think the spill affected the equipment. During call pt verified no damage to the insr cord. When examining the desktop charger (dtc) connector pin the pt noticed it was bent backwards slightly ten or 15 degrees. Pt noted their pain level doubles without their stimulator. The issue was not resolved. An email was sent to the repair department to replace the desktop charging cord and insr cord.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desktop charger (serial number (B)(6)). Revealed bent connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.